Event description:
A (B)(6) old female with anorectal and obstetric trauma was implanted with an acticon device on (B)(6) 2002. Information received suggests the pump was revised sometime between (B)(6) 2002 and (B)(6) 2010, details were not provided. Ams has requested additional information.

Manufacturer narrative:
Attempts have been made to obtain additional information and were unsuccessful. Should additional information become available regarding a revision surgery it will be re-evaluated and a follow-up report sent.